Event description:
A follow up call was made and the customer reported that the sensor alarm kept going off. The customer stated that she changed the sensor, but the alarm continued. Then the customer mentioned that she has not been wearing the sensors for about five months or longer because she had severe low blood glucose, but she did not call us to troubleshoot the alarm. Attempted to call back the customer to get information about the severe low with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.